Manufacturer narrative:
Concomitant products: product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead.

Event description:
Information received from the manufacturer¿s representative reported that impedances for electrodes 0-7 were >40,000 ohms when tested at 3.0 volts. When the 7th electrode was used as a reference, electrodes 3-7 were >40,000 ohms but electrodes 1-3 were approximately 2600 ohms. Electrodes 8-15 were reported to be 900-1000 ohms. The leads were then switched in the connector block of the patient¿s implantable neurostimulator (ins) and impedances checked. Electrodes 0-14 had values of 800-1100 ohms but electrode 15 was at >40,000 ohms. It was suggested the electrode 15 may be the one with the true open circuit. The representative was going to try to program around that electrode. It was noted that impedances were not able to be obtained prior to the ins replacement. Further information reported that, in addition to the high impedances seen, the representative saw ¿xxx¿ on the electrode impedances. The indication for use for the implanted device was noted as post lumbar laminectomy syndrome.

Event description:
No symptoms were reported in the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.